Manufacturer narrative:
B5: additional information received: the cause of the abdominal distension and pain was reported to be unclear, and the patient was treated with analgesics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system (etbf2813c145ee, etlw1613c93ee and etlw1616c124ee) was implanted during the treatment of a 73.3mm abdominal aortic aneurysm. The stent graft limb etlw1613c93cc was implanted in the left iliac and the etlw1613c124 was implanted in the right iliac. Two days latera CT scan was performed to control abdominal pain. The prosthesis had good flow, was well implanted with abdominal distension and the patient was discharged without apparent complications. It was reported that 4 months after the index procedure, the patient presented emergently with symptoms of intermittent claudication. An arterial doppler of the lower limbs and CT imaging revealed intrastent thrombosis from the renal arteries to the hypogastric arteries. The endurant ii main body and both endurant ii limbs were thrombosed. On the following day, a thrombectomy was performed using a non-medtronic device, followed by the implantation of two non-medtronic stents in the distal aorta. The patient recovered well and was discharged 4 days later on anticoagulant therapy. Per the physician, the cause of the event cannot be determined. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1613c93ee, serial/lot #: (B)(6), ubd: 13-jun-2026, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 08-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the stent graft occlusion was confirmed on the provided films; however, the cause of the event could not be conclusively determined. Potential contributing factors include pre-existing vessel thrombus, moderate bilateral common iliac artery tortuosity, and circumferential thrombus within the inner wall of the main body segment of the bifurcated stent graft, as identified on a CT scan two days post-procedure. Another possible contributor to the thrombosis/occlusion could be an unknown coagulopathy that is now presenting. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.